Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with an thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. It was reported that the patient became hypotensive. A pericardial effusion was noted with fluoroscopy. A pericardiocentesis was performed and the procedure continued. Additional information was received on the event. The event occurred during the mapping phase with the thermocool® sf nav bi-directional catheter close to the posterior roof and the right superior vein. The physician¿s opinion regarding the cause of this adverse event was that there was a ridge on the os of the right superior vein and popped out of the vein to the posterior roof area. The patient did not require extended hospitalization due to the event. The patient went home the next day which is normal practice for this hospital. A transseptal puncture was performed with a st. Jude brk1 98cm needle and an agillis medium curve sheath from st. Jude. There was no ablation performed at the site of injury. The physician was looking for signals in the area when event occurred. Setting during the event was irrigation flow 2ml/min. There were no error messages observed on biosense webster equipment during the procedure. The patient did receive anticoagulation and the act was maintained at 300-350 seconds during the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model #m-4800-01, serial #(B)(4)), stockert 70 system (model # m-5463-01, serial #(B)(4)), coolflow pump (model #m-5491-02, serial #(B)(4)), pentaray (model # d-1282-11-s, lot # 17056672l). (B)(4).